Manufacturer narrative:
Device passed displacement test and selftest. Hardware low-level failures was present in the insulin pump trace download due to cracked solder joint at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with cracked select button on keypad overlay. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will not be returned for analysis at this time.